Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Device will not be return.

Event description:
The packing of the trochanteric nail kit (ref. (B)(4) , lot k0d8dee) contained the nail ref (B)(4), lot k0c6567. The longer nail was used to complete the medical procedure successfully. Surgical delay of 5 min. Not longer. No other consequences reported.

Manufacturer narrative:
The evaluation revealed the gamma3 trochanteric nail (cat# 31251180s, lot# k0d8dee) to be the primary product. No deviations were found during review of the manufacturing, packaging and inspection documents (DHR). The nail kit was documented as faultless prior to distribution. To evaluate the reported event the complete product transfer from in house packaging to the hospital delivery was reviewed. The nail kit in question (cat# 31251180s, lot# k0d8dee) was packed on 14th february 2017; the nail that was reported to be found in the package (cat# 31251200s, lot# k0c6567) was packed one week before, on 07th february 2017. Packaging of the nail kit is packed in a sterile blister, the blister is packed into a carton box with patient labels and IFU, the carton box is tight with a shrink foil. After that, the package is not opened. Based on the timeframe of 7 days between the two packaging orders a mix up by the manufacturer can be excluded. Both nail kits were shipped to the same hospital on the 30th march 2017 (cat# 31251180s, lot# k0d8dee) and 03rd april 2017 (cat# 31251200s, lot# k0c6567). Because the hospital got both nail kits within a short timeframe of 4 days it is very likely that the nail kits were unpacked by the customer and got mixed mistakenly. The evaluation revealed that a manufacturer related issue can be excluded; the reported mix up was not confirmed. Review of complaint history, CAPA databases, labeling and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No nonconformity was identified.

Event description:
The packing of the trochanteric nail kit (ref. (B)(4), lot k0d8dee) contained the nail ref (B)(4), lot k0c6567. The longer nail was used to complete the medical procedure successfully. Surgical delay of 5min. Not longer. No other consequences reported.